Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 345 mg/dl after announcing a ¿usual for me¿ lunch only after eating, and support advised allowing the ilet time to respond and to monitor and provide an update; this was characterized as a missed meal announcement and a use error related to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, with the medical device problem categorized as an improper or incorrect procedure or method and the device component area associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.